Manufacturer narrative:
Pending evaluation. Concomitant device(s): tibial insert cr sz 2, 9mm (cat# 02-012-49-2009 / sn# (B)(4)), fit tibial tray cemented sz 2f/2t (cat# 02-012-45-2020 / sn# (B)(4)), three peg patella 35mm (cat# 200-02-32 / sn# (B)(4)), gps implant kit v2 (cat# a10012 / sn# (B)(4)).

Event description:
As reported, a (B)(6) female was initially implanted on (B)(6) 2016. On (B)(6) 2019 the patient was revised due to instability. The devices were disposed of by the hospital. The patient was last known to be in stable condition following the event. All available information has been received at this time.

Manufacturer narrative:
Section h10: (d11) concomitant device(s): logic cr femoral cem, right, sz 2 (cat# 02-010-03-0320 / sn# (B)(6)). Fit tibial tray cemented sz 2f/2t (cat# 02-012-45-2020 / sn# (B)(6)). Three peg patella 35mm (cat# 200-02-32 / sn# (B)(6)). Gps implant kit v2 (cat# a10012 / sn# (B)(6)).

Manufacturer narrative:
(H3) the evaluation noted that as reported, a 63 y/o female was initially implanted on (B)(6) 2016. Approximately 3 years post-op, the patient was revised due to complaints of instability. The devices were disposed of by the hospital. The patient was last known to be in stable condition following the event. All available information has been received at this time. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint. (D11) concomitant device(s): tibial insert cr sz 2, 9mm (cat# 02-012-49-2009 / sn# (B)(6)). Fit tibial tray cemented sz 2f/2t (cat# 02-012-45-2020 / sn# (B)(6)). Three peg patella 35mm (cat# 200-02-32 / sn# (B)(6)). Gps implant kit v2 (cat# a10012 / sn# (B)(6)).